Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to component failure, which is normal wear (faulty parts). If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by russia that during service and evaluation, it was determined that the motor of the compact air drive device was worn. It was further determined that the trigger was locked. It was further determined that the device failed pretest for check triggers for forward/reverse mode and check function of soft mode switch (safety system). It was noted in the service order that the device had an undetermined malfunction. It was further reported that there were no delays to the surgical procedure and the surgery was completed as intended. It was unknown if there was patient involvement since the reporter did not specify if the event occurred during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Event: upon further review of the device evaluation, it was determined that an incorrect statement was inadvertently included in the device evaluation. The statement of ¿the motor of the compact air drive device was worn. It was further determined that the trigger was locked.¿ has been updated to the compact air drive device had unintended activation/motion, and the trigger was sticky. If additional information should become available, a supplemental medwatch will be submitted accordingly.